Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device- the serial number of the device was requested but was not provided, therefore unable to calculate the age of device. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on and unknown date. It was reported that the patient presented to the emergency room (ER) suffering from cardiac arrest. There is a concern that the patient¿s pump is off. While in the ER, the health care provider was instructed to disconnect the white power lead to see if the system controller would alarm, however nothing happened. It was verified that the patient was connected to batteries. The black power and white power leads were checked to ensure they were firmly connected and no alarms observed. The patient presented to a hospital that is not equipped with lvad equipment at their facility. The patient¿s daughter was reported to retrieve the patient¿s back up batteries from their home. The patient¿s system controller may have been fully depleted of external and internal battery power. The emergency medical (ems) service described the pump as operating upon transport of the patient. The outcome of the patient was unknown; however it was mentioned that at the time of the event, the patient¿s status was not good. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information, including the patient ID and pump serial number, were issued to the customer; however, to this date, no further information has been provided. In addition, there is no product available for investigation. The heartmate ii lvad instructions for use (IFU) provides important information regarding the heartmate batteries, including how to monitor battery charge level. The heartmate ii lvad patient handbook outlines battery charge level and fuel gauge display. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. This document also indicates that the user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Both documents provide instructions for exchanging batteries and switching power sources. These documents also contain information regarding system controller alarms and the proper actions associated with them. The device serial number was not provided; therefore a review of device history records was not performed. No further information was provided. The manufacturer is closing the file on this event.